Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and fecal incontinence. It was reported that they had the permanent battery and the lead shifted about 3 months later. They stated that after talking with the surgeon, they thought the device was not functioning correctly so they had their system removed about (B)(6) 2025. On 2025-jun-16 additional information was received from a healthcare professional (hcp) and the manufacturing representative (rep). They reported that the cause of the device not functioning properly was unknown. The hcp reported that on (B)(6) 2025 the patient reported that they had been doing well since surgery. They were still a little sore but getting better. They had excellent results with control of their fecal incontinence. They reported that their urinary incontinence symptoms didn't seem to be responding and it even seems worse lately for unclear reasons. The rep said that after the stage 2 procedure the patient was having success, but then the success declined with the program changes and was not feeling stimulation in the same areas as when it was placed, so before the procedure it was determined that the provider would place a new lead. There was an x-ray done that showed it had shifted. On (B)(6) 2025 the patient had a follow up appointment. The patient reported that they had noticed their device in their back more while doing things and it was slightly uncomfortable. They weren't feeling that initially when it was placed. They said that it felt like they could feel the device more under the skin now and it bothers them some. They were not sure if it shifted or moved, but they did not recall an event that caused this. They had continued improvement with their fecal incontinence from the device, but the device was removed on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2zxsr, implanted: (B)(6) 2025, explanted: (B)(6) 2025, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 23-apr-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.